Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced persistent high blood glucose with a reported value of 401 mg/d: overnight after a late meal announcement and possible infusion site placement over scar tissue, with the pump displaying ¿high¿ and insulin delivery not reducing glucose until a new infusion set was applied and cannula filled; this was treated as a use of device problem with no specific device component implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and spouse, and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue associated with use of the device and appropriate device component terminology not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.